Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a reoperation of the aortic valve was necessary due to significant regurgitation detected on ultrasound. The event involved a valve described as valve hkii cinchii aor 25. An alleged product issue was identified, specifically two holes on a leaflet of the valve. It was also reported that the reason for replacement was severe aortic regurgitation and moderate aortic stenosis. The product was subsequently explanted. The reoperation was performed as soon as possible, and the valve was replaced by another manufacturer's product.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that holes are noted in one leaflet. The sewing ring appears to have been removed adjacent to the left and right cusp during explant. All leaflets are in the closed position. All leaflets are slightly stiff but flexible. Tears and/or abrasions in the left cusp appears to be due to contact with the bias cloth along the outflow rail. Two natural fenestrations (2.0mm x 0.5mm and 0.5mm x 0.3mm) are noted on the lunula of the right cusp adjacent to the right non-coronary commissure. Note: both fenestrations measured within specifications for a 25mm valve (length= >3mm; width= >1mm). All commissures are intact. A tiny remnant of pannus is noted on the existing sewing ring on the outflow adjacent to the non-coronary cusp. An unknown amount of pannus appears to have been removed from the outflow of the valve. Radiography shows no evidence of mineralization in the stent and/or remnant of host tissue. Radiography shows no evidence of fractures in the stent or stiffening ring. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: the device history record (DHR) review was performed on the device; there were no issues identified during manufacturing that could have impacted this event. There were no non-conformances (ncmrs), reworks, or deviations. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The valve was returned to medtronic's quality laboratory for analysis, and was received submerged in a dark solution in a specimen jar. Holes are noted in one leaflet. The sewing ring appears to have been removed adjacent to the left and right cusp during explant. Small needle holes in the existing sewing ring show placement of implantation sutures. All leaflets are in the closed position. All leaflets are slightly stiff but flexible. Tears and/or abrasions in the left cusp appears to be due to contact with the bias cloth along the outflow rail. Two natural fenestrations (2.0mm x 0.5mm and 0.5mm x 0.3mm) are noted on the lunula of the right cusp adjacent to the right non-coronary commissure. Note: both fenestrations measured within specifications for a 25mm valve. All commissures are intact. A tiny remnant of pannus is noted on the existing sewing ring on the outflow adjacent to the non-coronary cusp. An unknown amount of pannus appears to have been removed from the outflow of the valve. Radiography shows no evidence of mineralization in the stent and/or remnant of host tissue. Radiography shows no evidence of fractures in the stent or stiffening ring. Fenestrations are a natural hole through the lunula. Manufacturing confirmed that the fenestrations were within acceptable dimensions. The event happened prior to implant and no other adverse effects were reported. Leaflet damage related risks are addressed in the current risk management file. Trends for these event types are being assessed per the criteria and no further action is recommended at this time. This investigation was completed with the information that was provided. If additional information is received, this investigation will be reopened if deemed necessary. Medtronic will continue to monitor field performance for similar events should they occur. Updated data: h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.